Manufacturer narrative:
Medical history was provided and included sensitivity to trees, allergy to grass, weed, pollens, dust mites, and cats, and no known drug allergies. Concomitant medications were not provided. If new significant info is received a re-evaluation of the case will be submitted. Root cause analysis: possible.

Event description:
This serious spontaneous report was received from a physician in the united states. The (B)(6)-old male pt experienced systemic pruritus, systemic urticaria, oral swelling, generalized flushing, and was diagnosed with anaphylaxis during administration with euflexxa (1% sodium hyaluronate) injections into both knees for an unk indication. On an unk date, the pt started treatment with euflexxa injections into both knees for an unk indication. On (B)(6) 2010, the pt received his third euflexxa injections in series, on both knees and approximately two hours post injection, the pt went to the emergency room (ER) with systemic pruritus, systemic urticaria, oral swelling, and generalized flushing. On an unk date, the pt was admitted to the hospital for observation. On an unk date, the pt was diagnosed with anaphylaxis. The pt was treated with epinephrine injection, h1 and h2 antihistamines, and steroids (name, dose, frequency and route unspecified). On an unk date, an allergy physician tested the pt for all foods the pt had consumed that day prior to the event and the pt showed no reaction to any of the foods that were tested. The pt taken with euflexxa in response to the event was unk. At the time of this report, the outcome of the event was unk.